Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (delivers pulse below lower limit) was confirmed.  Upon investigation the monitor failed incoming testing. The cause for the failure was defective components q10 and v1 on the defibrillation board. The root cause for the defective components was unable to be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor delievered a pulse below the lower limit.